Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer stated that she had been experiencing problems with her reports not showing any readings for the past 3 days. He stated that he did not think that the issue was with the insulin pump. The customer primed and was able to insulin out at the quick release, checked the basal rates, and did not see any leaks. He treated with manual injection but reported that his blood glucose would only lower by about 20 units before rising again. He changed the insulin vial and was transferred for provider assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.